Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information: the system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 27, 2014. Based on qa assessment and a review of the manufacturing record the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
A surgeon reported experiencing low aspiration. Additional information was received by the surgical tech, who indicated the surgeon felt there was not enough power or suction when removing the viscoelastic. It was later discovered the surgeon settings needed to be adjusted. The case was completed without harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).